Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using a proglide device with a 5f sheath after an interventional procedure. Reportedly, after the lever was returned to its original position the suture was pulled while the device was being removed until the guide wire port exits the skin line; however, the suture broke before the device could fully be removed. It was not possible to push down the knot to puncture site. Manual arterial compression was used to achieve hemostasis. The patient was not anti-coagulated. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.